Manufacturer narrative:
The customer's test strips were returned for investigation. Appearance: test strips and vial showed no defects. The returned test strips were measured on a reference meter with a high level control sample: results: 1. 3.0 inr, 2. 2.9 inr, 3. 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high inr result for one patient with a coaguchek pro ii meter serial number (B)(4) compared to a laboratory stago compact max analyzer. Before meter testing, the patient massaged and squeezed the tested finger to obtain blood. The patient¿s meter result was 3.4 inr, and the laboratory result was 2.55 inr. The time between the meter and laboratory result was requested but not provided. The patient¿s therapeutic range is 2.0- 3.0 inr.